Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the size of the cuff was not correct for the patient. The component was removed and replaced with a smaller size. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.